Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their left implant and the issue began a month ago. Patient also stated they couldn't get the controller to locate the implant. Left implant was at 70% yesterday and by end of day the implant was 'dead'. Agent reviewed no device found information. During the call patient denied damages on the recharger and controller charging port. Patient plugged the recharger and got 83/84/85 then 94/94/94 on passive recharge. Agent placed patient on a hold and when agent got back patient got 100/100/100 on passive recharge. Patient placed the paddle away from the implant and got 33/100/100.no symptoms were reported. A replacement recharger was sent out. In another call, patient also reported the recharger would get hot when charging the left implant and the issue began maybe 2 weeks ago. Patient had 2 implants and used the rechargers interchangeably. During the call patient plugged the recharger into the left implant and got 0/0/0. Recharger was getting hot. Patient plugged the recharger into the right implant controller and got 7/50/50. Patient denied the recharger getting hot and patient denied issues with charging the right implantable neurostimulator (ins). A replacement recharger was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97755; serial# (B)(6), revealed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.